Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test due to a disconnected and missing proximal luer on the patient line stopcock. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the ventricular catheter broke away from the duet edms after a couple days of use and that csf leaked onto the patient's pillow. It was also reported that there were no patient complications.